Event description:
It was reported to boston scientific corporation that the patient was implanted with a pinnacle anterior/apical pelvic floor repair kit via vertical incision during an anterior repair procedure sometime in (B)(6), 2009. Following the procedure (date unknown), the patient presented with mesh exposure through the vaginal mucosa. It is unknown if the patient had or will have treatment for the exposure, which has not resolved. Reportedly, the patient had a stroke within the last three months, which the physician opines is probably unrelated to the pinnacle device. The patient was prescribed plavix for her stroke, which she has been taking since the incident. All other information, including the patient's current condition, is unknown. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.